Event description:
It was reported that two ilet pumps were located and returned after the family requested replacement shipping labels, and one replacement ilet reportedly would not power on despite charging and attempted restart. Symptoms included no device display or response. Outcomes included use of backup therapy and no reported impact to blood glucose. Investigation included review of shipping and receipt records and coordination with internal teams. Investigation of this case revealed the returned ilets were received and one unit was reported as nonfunctional by the user. It was concluded that replacement was warranted for the reported nonfunctional device and that no clinical harm occurred.